Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.73 and charge times of 18.4 seconds. There was inquiry of the charge times and technical services discussed device behavior. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators advisory. The device remained in service and was later explanted for normal battery depletion. Initial analysis revealed a device anomaly.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.